Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy on (B)(6) 2013 during drain cycle three. The patient's ultrafiltration reading was 1661 ml, indicating the home patient (hp) drained 1661 ml more than their maximum programmed fill volume of 2400 ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The reported problem of an increased intra peritoneal volume (iipv) event was confirmed through the event history log review. The cause of the event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.